Event description:
Doctor alleged the allevyn adhesive dressing used on pt's wound caused extreme maceration. Patient suffered an injury to the leg during a sports event, and he had an operation on his leg in 2006. Seven days later, allevyn adhesive was applied to the operative site. Patient was told to come back for an exam and dressing change. When the dressing was removed, the wound was extremely macerated. The area had blisters and a culture showed pseudomonas. He was given two different antibiotics, the last one being levaquin. He returned for his next appointment seven days later. The leg had improved and was casted. The cast is due to be removed two weeks later. The patient has been instructed to call the doctor's office if he experiences a fever or other "systems" of infection. Outcome attributed to adverse event: macerated wound.

Manufacturer narrative:
H3: evaluation summary: the actual device related to the event or other customer samples from the same lot were not available for evaluation. A finished product record review was performed, and no anomalies or out of specification conditions during the production periods were found. A retain sample was visually examined, and the product appeared normal with no anomalies noted. No further action will be taken at this time. However, we will continue to monitor for this type of event.